Manufacturer narrative:
Month and year of event have been provided; day is unknown. Device catalog, lot, and UDI section numbers are unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube flange broke while in use with a patient. The flange had come clean off the tube itself. There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Month and year of event have been provided ,day is unknown. D4: device catalog, lot and UDI section numbers are unknown, no information has been provided to date. No device was provided for investigation and no lot number was submitted, therefore no device evaluation, or review of manufacturing device history records could be conducted. The reported issue could not be confirmed, and no root cause has been identified. No actions have been taken at this time.